Manufacturer narrative:
On (B)(4) 2015, a medela clinician spoke with the customer and she reported that she is following up with an infectious disease specialist for treatment who stated that the infection is from the breast pump. A culture of the pump has not been done as of (B)(6) 2015. The customer also stated that her mastitis is resolved.

Manufacturer narrative:
The customer was sent a replacement breast pump. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service on (B)(6) 2015 that her pump in style advanced breast pump had low suction. She also reported that she was hospitalized with mastitis and was treated with IV antibiotics: vancomycin, augmentin, levofloxacin, and clindamycin.